Manufacturer narrative:
No pt injury has occurred following this incident.

Event description:
Customer stated that when the bravo procedure took place, the bravo capsule did not attach to the esophageal wall. When the physician was pressing on the plunger, the pt gagged and spat out the bravo capsule.